Event description:
The patient reported that the up arrow, down arrow, and ok keypad buttons are sticking and causing scrolling, and sometimes require multiple presses to obtain a response. She confirmed that the rubber keypad is intact. The patient stated that she wears the pump in her bra or with a "leg thing". She stated that she does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive, and are also sticking and causing scrolling. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.